Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power system error detected. Troubleshooting was performed. Customer's blood glucose level was 425mg/dl at the time of the incident. The customer treated with the insulin pump and declined to troubleshooting for the high blood reading. The customer reported that troubleshooting was previously performed on the insulin pump when it alarmed power system error within the week. No additional troubleshooting was performed and no indication that the issue was resolved. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.